Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4).

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. During the implantation procedure. An induction was performed using the shock on t-wave option available with ovatio programmer software. The induction shock was followed by an under-sensing period, delaying slightly the ventricular arrhythmia detection and therapy. The same phenomenon was also observed upon the second shock on t-wave induction performed later on. The device sensed and treated the induced arrhythmia correctly.